Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was approximately 30 years old. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an endoscopic esophageal dilation procedure performed on (B)(6) 2024. During the procedure, the balloon was inflated using the atmospheric syringe, but the pressure did not increase and when they checked the balloon outside the patient, it was observed that it was leaking. A photo was provided by the customer and showed that the balloon was leaking water through a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.